Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the 2cc of additional inflation volume was used to deploy the valve and the patient¿s mildly calcified native annulus and native leaflets were likely contributing factors for the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
At the end of deployment of a 26mm sapien 3 valve in the aortic position, the delivery system balloon ruptured. A 2cc of additional inflation volume was used to deploy the valve. There was no consequence to the patient. The patient¿s native annulus measured 525mm2. The native annulus and native leaflets were mildly calcified.